Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient experienced constipation and subsequently acquired peritonitis. The patient was hospitalized for the event. On an unreported date, the patient was treated with injections of ceftazidime, 1gm, ¿ferfllin¿, 1gm, and heparin 1000iu-international units (frequencies were not reported). The cause of the peritonitis was reported to be due to constipation. At the time of the report, the peritonitis was resolving and the patient was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient died due to an unknown cause. Dianeal therapy was ongoing until the time of death. The cause of death is unknown. It was not reported if an autopsy was performed. It was unable to be confirmed if the peritonitis event had resolved prior to the hp's death. No additional information available.

Manufacturer narrative:
(B)(4). The cause of death was cardiac arrest. The patient (pt) recovered from the peritonitis prior to death. The pt used manual supplies only for peritoneal dialysis (pd) therapy. An autopsy was not performed.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.